Event description:
It was reported that this recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) delivered several inappropriate electric shocks, which was suspected to be caused by air entrapment. The therapy was programmed off and put pats on the patient. Troubleshooting options were performed and the x-ray made showed that the electrode was fully inserted. The plan is programming to secondary vector, turn therapy on, and discharge the patient. Currently, this product remains in service and no additional adverse patient effects were reported.